Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. The field error logs confirmed the unit triggered several 32098 errors pointing to the yaw and pitch motor modules. Visual inspection of the unit did not reveal any signs of contamination or damage on the unit related to the reported problem. The unit was put on the patient side cart (psc) fixture test platform (pftp), and it triggered a 32056 error during the power cycle test. After troubleshooting the 32056 error, the unit passed all pftp tests without triggering the reported 32098 error. The unit was then put on the in-house system, and it passed normal mode without triggering an issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The failure data is consistent with the yaw and pitch motor modules being the potential root causes of the reported problem.

Event description:
It was reported that prior to starting -post anesthesia of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) with a recoverable fault with patient on the table. The site had restarted, but the issue has returned. The tse had site do hard restart with no change. The site needs all 4 arms and is bringing in another davinci. The procedure was aborted to another dv system.